Event description:
It was reported that anemia had occurred. During the pulsed field ablation procedure farapoint pulsed field ablation catheter was selected for use. It has been mentioned that hemoglobin level was found to drop from 15.4g/dl to 11.8g/dl next day of the procedure. Patient was shifted in the ward for observation. Patient has not been discharged yet. The product return status is unknown.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.